Event description:
As part of a legal dispute, intuitive surgical received information regarding a patient who underwent a da vinci si hysterectomy on (B)(6) 2013. The legal document alleged that the patient sustained a severed ureter injury. No further information is available at this time.

Manufacturer narrative:
Based on the limited information provided, intuitive surgical has not determined the root cause of the surgical complication experienced by the patient. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013. No system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: the legal document claimed that the patient sustained a ureter injury during a da vinci si hysterectomy procedure. However, at this time, the cause of the patient's reported injury is unknown.